Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown.. Based on the information received, the cause of the reported heart block could not be conclusively determined.

Event description:
During an atrial fibrillation procedure and the ablation of an atypical atrial flutter at the ostium of the coronary sinus, an atrioventricular block occurred. The block lasted a few seconds and after waiting a few minutes, the atrioventricular conduction recovered. There were no significant differences in the rp interval prior to and following the ablation. The procedure was able to be completed successfully and the patient was noted to be stable. There were no performance issues with the device.